Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: the initial reporter state was determined to be il based on the area code portion of the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle experienced a clogged needle. The following information was provided by the initial reporter: injecting the vein and a blockage on the needle occurred.

Event description:
It was reported that the bd precisionglide¿ needle experienced a clogged needle. The following information was provided by the initial reporter: injecting the vein and a blockage on the needle occurred.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305127 and lot number 0363730. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.